Manufacturer narrative:
No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of retention, quality accepts the physician's observations as to the reason for medical intervention. The contract manufacturer was notified of the reported complaint. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a patient experienced urinary retention after altis procedure. Date of procedure: (B)(6) 2019. Date of onset event: (B)(6) 2019. Description of the event: after altis procedure, patient experienced the urinary retention (pvr=520ml), so she stayed one more day in the hospital. Patient had the intermittent urinary drainage during 6 days. Status of the event: resolved on (B)(6) 2019 (device still implanted). According to the investigator, the event is related to the procedure.